Event description:
In december 2004 the patient underwent a sigmoidectomy for cancer of the sigmoid colon. The patient experienced a pre-operative complication of a bowel obstruction. One sheet of seprafilm was placed at the abdominal area. There was no infection in the area of placement, or direct placement on an anastomotic part. A closed pleats drain was inserted at the left side of that abdomen. The resected sigmoid colon was anastomosed mechanically with nonabsorbable ligature. The peritoneum layer was sutured by knotting with absorbable suture and the skin layer was done mechanically by skin stapler. Approximately 1 week after the placement of seprafilm, the patient developed a fever. A computed tomography scan revealed an abscess under the incision. The next day the patient's white blood cell count was 22,800/ul and c-reactive protein was 35.5mg/dl. A culture of the intraperitoneal abscess revealed escherichia coli. The patient was treated with unspecified antibiotics. Five days later a computed tomography scan revealed an abscess formation at the douglas pouch. Drainage was practiced the next day. Four days later the patient's white blood cell count was 550ul and c-reactive protein was 1.8mg/dl. The patient recovered without sequelae. The intensity of the event was reported as moderate. Concomitant medications included famotidine and cefazolin sodium. It was the opinion of the surgeon that the event was probably related to seprafilm. No sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.